Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations did confirm and replicate the customer complaint "plastics is defect". The instrument was found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. This issue can be resolved by using an alternate instrument to complete the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, maryland bipolar forceps (mbf) instrument had thermal damage. The customer used a backup mbf instrument to continue with the procedure. The procedure was completing as planned with no reported injury. Intuitive followed up with the clinical sales representative (csr) and obtained the following additional information: the burnt was observed on the jaws base, not the pulley cover. No arcing was observed during the last procedure in which the instrument was used. There was no reported patient injury. The instrument will be returned.